Manufacturer narrative:
Additional information/correction: d4. - batch number, d9. - product return, h3. - yes, evaluation, h4. - manufacture date, h6. - codes updated. Investigation findings: the complained product was available for investigation. Aesculap ag conducted a visual and functional inspection of the product. When inserting the filter cover, it must snap into place at the end. The investigation showed that this function was working in the sample, and therefore, the cover worked as intended. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is not reportable for the following reason: no serious public health threat / falsified device, no serious adverse event, no malfunction. Conclusion/preventive measures: the reported deviation of the product could not be confirmed. The investigation showed that the product is according to specifications. Upon review of the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product jp104 - primeline pro 1/1 lid gold. According to the complaint description, the plastic filter cover was found inside the instrument tray upon opening, resulting in delay and cancellation of the operation. The patient was not in the procedure room nor under anesthesia at the time of the event. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).